Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. The motor was also corroded. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to blank display. Device to preform the device trace history download or carelink upload due to blank display. Device had minor scratched display window, stained keypad overlay, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer accidentally swimming with pump. Customer reported that as a result, display screen went blank. Customer's blood glucose was 135 mg/dl. Customer was advised that insulin pump would need to be replaced. Insulin pump is expected to return for failure analysis.